Event description:
Further fullow-up revealed that the generator has reached end of service and the patient plans to have a new device implanted in june 2006.

Event description:
Reporter indicated that patient's device did not seem to be working properly. The patient's relative reported that the patient's neck had locked up and that afterward she could not feel magnet mode stimulation. The patient's relative indicated that the patient has grown a lot and has been playing sports, but that her seizures have been well controlled. Review of x-rays by treating physician revealed that the lead "looked crunched up." Device diagnostic testing is planned.